Event description:
The patient reported that the patient electronics system sparked at the power connector cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One i3 unit model cm1100 and one i3 accessory set was returned. External and internal visual inspections of units revealed exposed wires of the power supply and not the power cord. Due to exposed wiring of the power supply, the pes was uncappable of powering on. In result, a golden power supply was used to replace the damaged cable and then was able to power on. All returned power accessories except the defected cable were able to be used for further testing and evaluation without any power malfunctions and/or any additional complications, including the power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.